Event description:
It was reported that the 9900 sys locked up with a motion failure error. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The c-arm was calibrated during the service call.